Event description:
It was reported that non-sustained rv oversensing issue showing qrs complexes on the channel. It was relayed that this is a normal device function and no was not any risk of inappropriate therapy therefore no programming changes were required. However programming changes were recommended if physician opted to make any programming changes. Patient was stable and will continue to be followed normally. No further information available.